Event description:
A maxplus connector leaked while on a pt. The customer is assuming there is an internal crack causing the leak as none is seen externally. Maxplus was saved and will be sent back for investigation. There was no pt harm and no medical intervention was required for this event. The pt did pass away a few days later from unrelated issues. This product was not on the pt at that time. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.